Event description:
My silicone implants of 16 years have been causing me medical issues that cannot otherwise be specified with various tests, procedures and seeing multiple specialists. Gynecology issues that required a hysterectomy, fibromyalgia diagnosis, fatigue, joint and muscle pain, migraines, brain fog and memory issues, and sleep issues just to name a few problems that have started the last 4 years. FDA safety report ID# (B)(4).